Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an open book with a red x. The customer¿s blood glucose was 8.9 mmol/l at the time of incident. Customer reported that the insulin pump had crack on the battery side and its blank now. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated that she was able to get another battery in and when the screen came on it came up with an open book image. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.